Event description:
A malfunction alarm identified as malf 6 was reported by the customer. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.